Event description:
It was reported that the programmer was unable to print. The programmer was returned to the manufacturer for repair, analyzed and tested out of specification. No patient complications have been reported as a result of this event. The rf (radio frequency) head was returned to the manufacturer, analyzed and tested out of specification.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This report is based solely on device analysis. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the programmer printer would not print, a printer out of paper message displayed with paper installed. Printer drawer was missing the paper guide. Analysis also found pressure needed to be put on the rf (radio frequency) head connection on the programmer to get it to interrogate; rf head connector found loose on the lem (link electronic module) printed circuit board assembly. Concomitant medical products: product ID 229047 analyzer. (B)(4).